Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was not hospitalized for the event. The patient was treated with vancomycin injection (1 gram, route, duration and frequency were not reported) and ceftazidime injection (500 grams, route, duration and frequency were not reported) for peritonitis. On an unreported date, pd catheter was removed and discontinued. At the time of this report, the patient was not recovered. Pd therapy was ongoing. No additional information is available.